Event description:
Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). The patient also was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.